Manufacturer narrative:
Additional pro codes in block nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an inter cranial brain bleed sometime after the implant procedure, however it is unknown if any medical or surgical intervention was performed. The patient later experienced a fever and pneumonia unrelated to the device and was hospitalized however it is unknown if any medical or surgical intervention was performed. The patient's pneumonia and fever issues did not improve, and patient succumbed to his condition. It was noted that the implant procedure may have contributed to the patients condition and the official cause of death was due to the pneumonia per the physician's assessment however no information as to how the procedure contributed to the patients medical condition was provided.